Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a moderately tortuous and moderately calcified lesion located in the proximal left anterior descending artery (lad), exhibiting 85% stenosis. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during post dilation of a stent the balloon burst on the first inflation after the device was inflated to 10 atm's. There was a sudden drop in pressure. The device was not moved or repositioned prior to the burst. The device was then replaced with another nc euphora device. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the balloon returned with no blood visible in the balloon and inflation lumen. The balloon failed negative prep. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear extending from the distal cone along the working length of the balloon. The balloon material was jagged and uneven at the tear site. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. A kink was evident distal to the proximal marker band. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.